Event description:
It was reported that the customer needed assistance programming her basal rates in the pump. Customer had woken up with a blood glucose level of 500 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that this is the third day that they have woken up with blood glucose level of 500 mg/dl. Customer stated that it was taking her all day to get her blood glucose level to be normal. Customer was supposed to do an infusion set change, but she could not get it in. Customer was unable to get in the 6 reading that the doctor wanted her to program. Customer was frustrated and disconnected the phone. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.